Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00147 and 9616099-2010-00921. The product is not available for evaluation. Concomitant devices include a 6mm angioguard rx. Additional information will be submitted within 30 days from receipt. The patient does not have any known allergies to nitinol, nickel, or titanium. The patient was considered symptomatic. The patient was admitted to an outside hospital and diagnosed with tia, for which he received no treatment, per his report. These symptoms included left sided facial droop and left arm numbness/tingling. This patient has a previous history of cerebrovascular accident in (B)(6) 2009 and (B)(6) 2010. The patient's pre-procedure (B)(6) the morning of the index procedure was (B)(6) for incorrect age (B)(6) and very mild left sided facial droop. A 5fr sheath was inserted into the femoral artery. A 5fr catheter was then inserted. An amplatz wire was inserted into the bern, the bern removed, and a 6 fr 90cm shuttle sheath was inserted. A thrombus was noted post-filter retrieval, and fetch thrombectomy aspiration as performed. No visible debris was seen in the filter. It was confirmed there were two filters used in this procedure, for a "double filtration" technique. The patient began complaining of right hand numbness just post retrieval of the filterwire (second filter deployed, proximal to the angioguard) while the angioguard was still in place, and just prior to use of the thrombectomy aspirator. The angioguard was then removed, and it was documented that at this time the patient developed slurred speech. The patient did report that right hand numbness improved, and then developed expressive aphasia. No intervention or treatment was provided for the event. It was unknown which side of the brain the tia occurred on. Neurology consult performed post-procedure describes "probable small distal left middle cerebral artery distribution infarct with the patient demonstrating what could be characterized as a partial gerstmann's syndrome. The morning following the tia, the patient had a 4/42 (still had baseline mild left facial droop, also had mild/moderate aphasia, moderate slurring of words, and was not alert, yet arousable with minimal stimulation). The patient's symptoms improved and he was discharged home in stable condition two days after the index procedure. Neurology progress notes report "almost certainly had a small distal left middle cerebral artery distribution infarct peri-procedure that he has recovered from". The study coordinator confirmed that the gerstmann's syndrome was part of the tia.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00147 and 9616099-2010-00921. As reported by the sapphire registry, the patient experienced a transient ischemic attack (tia) during the index procedure. The patient' s medical history includes transient ischemic attack, stroke, coronary artery disease, hyperlipidemia, smoking, myocardial infarction, coronary percutaneous revascularization, hypertension, spinal immobility with inability to flex the neck beyond neutral or a kyphotic deformity. Approximately one week prior to the index procedure, the patient was admitted to an outside hospital and diagnosed with a tia, for which he received no treatment, per his report. These symptoms included left sided facial droop and left arm numbness/tingling. This patient has a previous history of cerebrovascular accident in (B)(6) 2009 and (B)(6) 2010. The patient's pre-procedure nihss the morning of the index procedure was 2/42, for incorrect age. The target lesion was located in the proximal left internal carotid artery. The lesion was described as 99% stenosed, 20mm in length, non-thrombosed, with moderate calcification. The reference vessel was 5.5mm in diameter and non-tortuous. A 6mm angioguard rx was deployed beyond the target lesion. A boston scientific embolic protection device was also used for double filtration. An unknown balloon catheter was used to pre-dilate the target lesion and an 8x30mm precise pro rx stent was successfully implanted. The angioguard rx was successfully retrieved with no debris noted in the basket. A thrombus was noted post-filter retrieval, and fetch thrombectomy aspiration as performed. The boston scientific embolic protection device was also retrieved. Residual stenosis was 10%. There were no air bubbles present. No dissection occurred. During post-dilation of the precise pro rx stent, the patient experienced neurological deficit described as aphasia, dysarthria, and right-sided hemiparesis. The patient was diagnosed with a transient ischemic attack. Symptom onset was gradual and event duration was greater than twenty-four hours. The patient's symptoms improved and he was discharged home in stable condition two days after the index procedure. According to the investigator, the event was not related to the cordis product. (B)(4): note: lake region lot number 01422901 which is cordis lot number 70610506. Per lake region report (B)(4):lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422901. This packaging lot contained 238 units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15054997 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the instructions for use (IFU) as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Transient ischemic attack (tia) is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by (B)(6) registry, the patient experienced a transient ischemic attack during the index procedure. The target lesion was located in the proximal left internal carotid artery. The lesion was described as 99% stenosed, 20mm in length, non-thrombosed, with moderate calcification. The reference vessel was 5.5mm in diameter and non-tortuous. A 6mm angioguard rx was deployed beyond the target lesion. A boston scientific embolic protection device was also used for double filtration. An unknown balloon catheter was used to pre-dilate the target lesion and an 8x30mm precise pro rx stent was successfully implanted. The angioguard rx was successfully retrieved with no debris noted in the basket. The boston scientific embolic protection device was retrieved. Residual stenosis was 10%. There were no air bubbles present. No dissection occurred. During post-dilation of the precise pro rx stent, the patient experienced neurological deficit described as aphasia, dysarthria, and right-sided hemiparesis. The patient was diagnosed with a transient ischemic attack. There was no visual field loss, hemineglect, or hemiataxia. Symptom onset was gradual and event duration was greater than twenty-four hours. The event fully resolved. Treatment details were not provided. According to the investigator, the event was not related to cordis product. The event was related to the index procedure.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00147 and 9616099-2010-00921. The (B)(4) has been updated to reflect receipt of adjudication minutes. The adjudication minutes received disagree with the previous diagnosis that the neurological events experienced by the patient during the index procedure and determined to be a tia was in fact a cerebrovascular accident. Neurology note documents that the patient "almost certainly had a small distal left mca distribution infarct periprocedural that he has recovered from". As such, tia, will be removed from the file and replaced with cerebrovascular accident. This does not change the previous determination. As reported by the (B)(4) registry, the patient experienced a transient ischemic attack during the index procedure. The patients medical history includes transient ischemic attack, stroke, coronary artery disease, hyperlipidemia, smoking, myocardial infarction, coronary percutaneous revascularization, hypertension, spinal immobility with inability to flex the neck beyond neutral or a kyphotic deformity. Approximately one week prior to the index procedure, the patient was admitted to an outside hospital and diagnosed with a tia, for which he received no treatment, per his report. These symptoms included left sided facial droop and left arm numbness/tingling. This patient has a previous history of cerebrovascular accident in (B)(6) of 2009 and (B)(6) 2010. The patient's pre-procedure nihss the morning of the index procedure was 2/42, for incorrect age. The target lesion was located in the proximal left internal carotid artery. The lesion was described as 99% stenosed, 20mm in length, non-thrombosed, with moderate calcification. The reference vessel was 5.5mm in diameter and non-tortuous. A 6mm angioguard rx was deployed beyond the target lesion. A boston scientific embolic protection device was also used for double filtration. An unknown balloon catheter was used to pre-dilate the target lesion and an 8x30mm precise pro rx stent was successfully implanted. The angioguard rx was successfully retrieved with no debris noted in the basket. A thrombus was noted post-filter retrieval, and fetch thrombectomy aspiration as performed. The boston scientific embolic protection device was also retrieved. Residual stenosis was 10%. There were no air bubbles present. No dissection occurred. During post-dilation of the precise pro rx stent, the patient experienced neurological deficit described as aphasia, dysarthria, and right-sided hemiparesis. The patient was diagnosed with a transient ischemic attack. Symptom onset was gradual and event duration was greater than twenty-four hours. The patient's symptoms improved and he was discharged home in stable condition two days after the index procedure. According to the investigator, the event was not related to the cordis product. (B)(4). Note: lake region lot number 01422901 which is cordis lot number 70610506. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422901. This packaging lot contained (B)(4) units, which were shipped from lake region medical on june 29, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15054997 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.